Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the phaco tip occluded during a cataract procedure. The phaco tip was changed and the procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. No mini-flared phaco tip sample was returned for evaluation for the report of phaco tip seeming to be occluded even though the tip did not get close to something; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a phaco tip was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The manufacturer internal reference number is: (B)(4).